Manufacturer narrative:
(B)(4) an investigation has been opened to review historical data and risk documentation. A follow up reported will be submitted after investigation.

Event description:
It was reported that: a turnpike was used across a calcified diagonal. The crossed wire bound with the plastic tip of the turnpike and both were embedded in the lesion. Unable to pull back the wire. When pulling back the catheter, the turnpike tip and locked wire stayed back in the lesion, and the shaft of the catheter which separated from the tip. They were able to retrieve the trapped gear. There was no reported patient harm or consequence and they were reported as fine post the procedure.

Event description:
It was reported that: a turnpike was used across a calcified diagonal. The crossed wire bound with the plastic tip of the turnpike and both were embedded in the lesion. Unable to pull back the wire. When pulling back the catheter, the turnpike tip and locked wire stayed back in the lesion, and the shaft of the catheter which separated from the tip. They were able to retrieve the trapped gear. There was no reported patient harm or consequence and they were reported as fine post the procedure.

Manufacturer narrative:
Qn#(B)(4). There was no product returned for this complaint. No returned product evaluation could be completed. There was no lot number provided for this complaint. Therefore, no record review could be complete. Case details were reviewed. A patient underwent a procedure for cto. A turnpike was used to cross a calcified diagonal branch. The wire bound with the tip of the turnpike and embedded in the lesion. During retrieval of the catheter, shaft separated from the tip and came back. No unit was returned to teleflex for evaluation. It is unknown how much of the tip separated. Also, it is unknown if any other damages such as torque damage were incurred on the shaft. Additional information was requested. A response was received. Patient condition was fine. No product to be returned. No angiograms or images shared for review. It is likely that the damages were incurred on the turnpike when operated against a calcified lesion with resistance. Torque damages incurred on the shaft would prolapse inner lumen onto the guidewire. Without product evaluation, it is unknown to what extent, degree, or rigor this device has seen use and handling per IFU states the following warning and precaution - never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury - exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage, bending, or kinking. - do not rotate the catheter more than two (2) consecutive 360 rotations in either direction if the distal tip is not also rotating and advancing, as it may result in separation of the catheter, damage to the catheter, or vessel injury a manufacturing record review was not completed as no lot information was provided by the customer. Based on the information, the most likely root cause of the issue is undeterminable.